Event description:
Clinical study same case as MFR # 6000089-2004-01265 and 01266. 141 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled in the study in 2004. Target lesion 1 was identified in the 1st diag with 70% stenosis and a 2.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 12 mm taxus stent at the ostium. Residual stenosis was 0% following post-dilatation. There was a slight edge dissection which was covered with a 2.5 x 8 mm taxus stent overlapping the previously placed stent. Target lesion 2 was identified in the 1st ob marg with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. Ptca was performed to the mid lad. The pt presented in 2004 (141 days post enrollment), with chest pain and cardiolite stress test showed anterior ischemia. Cardiac catheterization revealed: lmca-norma, lad-85% proximal restenosis at the proximal edge of the stent, focal area of 70% instent restenosis of the 1st diag, 70% stenosis just after the 1st diag, normal distal lad, lcx-normal; 20% instent restenosis of the 1st ob marg, rca-normal, lvef=60%. On the following day the pt underwent off-pump CABG x 2 using lima to bypass the lad and a svg to the 1st diag. The pt was discharged 5 days later on plavix and asa. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."